Manufacturer narrative:
(B)(4). It was reported the device was used in a moderately calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effects; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was achieved on (B)(6) 2015 using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, the patient complained of pain and numbness at the right access site and in the right leg on (B)(6) 2015. The patient was seen at the hospital on (B)(6) 2015. An ankle-brachial index (abi) was performed and showed the artery was occluded due to a backwall stitch with the proglide suture. The patient was taken to surgery for a cut-down procedure to repair the artery. After the surgical procedure was completed, the patient is reported to be doing fine. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.